Manufacturer narrative:
The insulin passed functional testing including self-test, sleep current measurement test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was programmed with a 5.0 unit bolus; the bolus was delivered properly. No air bubble anomaly noted. The insulin pump had a scratched case, pillowing keypad overlay, keypad overlay texture damage and a stained keypad overlay.

Event description:
It was reported that the customer experienced high blood glucose levels. The customer's blood glucose level was 15 mmol/l. The insulin pump suspended when his/her blood glucose level was not actually low. Some air bubbles were found in the reservoir. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.